Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage is inconclusive, due to poor sample condition. Two photographs of what appeared to be a powerpicc and a product information sticker were returned for evaluation. An initial visual observation of the first photograph showed a plastic bag with a specimen jar containing what appears to be a powerpicc. There appears to be blood residue on the powerpicc. Due to the position of the sample in the photograph as well as the overall quality of the photograph, it was not possible to observe any damage on the catheter. A lot history review (lhr) of rebt1882 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that two provena catheters leaked infusate and blood from the extension leg. It was stated that there was no harm to the patient. This file addresses the first of the two devices.